Manufacturer narrative:
The customer's biomed observed that the iabp would not power up and made a "screaming" noise. He observed saline on the motor controller pcb. He elected to service the iabp himself. He replaced the motor controller pcb (part number: 0671-00-0004) and a fuse (part number: 0159-00-003). The iabp was tested and returned to use.

Event description:
The customer reported that while the iabp was in use on a pt during transport, a saline bag burst, causing the saline to wet the back of the iabp. The iabp shutdown. No pt injury was reported.